Event description:
The customer reported the image is degraded. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the system to be working as intended, recommended customer replace left monitor. (B) (4).